Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient also experienced a shocking or jolting sensation before stimulation stopped. There was no fall, but the patient was stretching. Impedances read >4000 ohms on all of the unipolar pairs. It was also noted that the battery was at end of life (eol).

Manufacturer narrative:
(B)(4).